Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia. H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.

Event description:
It was reported that brief sensor issue occurred. The sensor was inserted into the arm on (B)(6) 2026. On (B)(6) 2026, the spouse called back reporting that the same sensor was not displaying any readings and did not provide alerts at the time of a suspected severe hypoglycemic event. On (B)(6), a bgfs showed 39 mg/dl. Because the sensor was not working, the low glucose level was identified through bgfs testing rather than the device. The sensor was no longer functioning at the time the low reading was obtained, although the exact length of time the sensor had been non-functional before this could not be determined. At the time of the event, the patient was with his daughter, a nurse practitioner, who continued to monitor his bgfs measurements. The patient was treated at home following doctor¿s orders, including baqsimi nasal glucagon, followed by cornstarch with milk and peanut butter mixed with cornstarch. Continued finger-stick monitoring was performed after treatment. The patient was not taken to a hospital or medical facility, and no admission occurred. Data was provided for investigation. The allegation was confirmed via data. The probable cause for no readings/ sensor error/ brief sensor issue was determined to be sensor noise. No additional patient or event information is available.